Event description:
Caller alleged discrepant low inratio inr result in comparison to an alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 5.3 and 5.1 (5 minutes apart), poc inr: 1.6 and 1.5 (5 minutes apart). Therapeutic range: 2.0-3.0. The patient held his warfarin on (B)(6) 2014 as a result of the inratio results. No further testing (inratio or laboratory) was performed until (B)(6) 2014 at which time a new inratio strip lot showed inr of 3.1. The patient was satisfied with the result. There was no additional information provided.

Manufacturer narrative:
Investigation pending.